Manufacturer narrative:
D4: corrected. D10 concomitant devices: (B)(6); 180-01-64 - nv crown cup clstr hole 64mm group 5. (B)(6); 164-02-13 - element-stem, collarless w/ha, high offset, sz 13. (B)(6); 120-65-25 - bone screw 6.5mm dia x 25mm long. (B)(6); 120-65-15 - bone screw 6.5mm dia x 15mm long. (B)(6); 120-65-20 - bone screw 6.5mm dia x 20mm long. (B)(6); 142-32-00 - cocr fem head 32mm +0 offset 12/14. G4: corrected. H4: corrected. H6: corrected. Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2010, and then experienced revision surgical procedure on (B)(6) 2023 approximately 12 years and 8 months after initial implant. No images were provided. There is no device information provided. There is no other information available.